Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device disabled minute ventilation (mv) sensor due to oversensing of noise on both atrial and ventricular channel. Mv remained disabled. This device remains in service and no adverse patient effects were reported.